Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a regular follow-up visit, a gradual increase in pacing lead impedance was observed. The lead was capped and replaced. The patient was stable post-procedure.